Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified, mildly tortuous and 80% stenosed anatomy such that the ratchet was unable to completely deploy the stent resulting in the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported was that the procedure was to treat an 80% stenosed de novo lesion in the popliteal artery with mild calcification and mild tortuosity. The 4.5x120mm supera self-expanding stent system (sess) was advanced to the target lesion and the thumbslide was pushed and the stent was released; however, the stent failed to detach from the delivery system. The thumbslide was moved multiple times and the system relocked and unlocked. Ultimately, the stent was detached by gently shaking the delivery system. The stent was implanted to treat the target lesion. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.